Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that spontaneous coil deployment occurred in the vessel lumen before placement in the target vessel. There was no detachment or repositioning of the coil. There was no patient harm reported.

Event description:
It was reported that spontaneous coil deployment occurred in the vessel lumen before placement in the target vessel. There was no detachment or repositioning of the coil. There was no patient harm reported.

Manufacturer narrative:
Investigation findings now indicates that the coil was attached to the delivery pusher, therefore no premature detachment (spontaneous coil deployment) occurred. The coil was stretched. Therefore, mvi no longer considers this event a reportable malfunction event. Corrections h6 - medical device problem code - remove 4045 - premature separation h6 - medical device problem code - add 1601 - stretched.